Event description:
Customer reported that their pump was missing the rubber door cover and was not registering when plugged in, requiring manual manipulation of the charging cord to start charging. There was no adverse impact to the customer's blood glucose level. Due to the customer's choice, no troubleshooting was conducted by technical support, and the issue was documented as requested.